Manufacturer narrative:
Concomitant medical products: product ID 97740, (B)(4), product type: programmer, patient. Product ID 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that after they were implanted they had a burning pain sensation at their upper back area and it was also all over. It was noted that this was surgical pain and not from the stimulation. Some of the pain was located where their leads were placed and the patient couldn't even stay in the recovery bed. The lead area was extremely sensitive to the touch. The patient was programmed after the surgery but was still in a lot of pain the night of implant. It was noted that the patient was admitted overnight and discharged on (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.